Event description:
Patient presented to the physician with a portion of the stimulation lead body eroded through the skin at the neck incision site. Physician brought the patient into the or, tucked the stimulation lead deeper, re-sutured, and closed the site. Post-op antibiotics were prescribed after the procedure was completed.